Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient was not hospitalized for the peritonitis event. The patient was treated with injection (inj) vancomycin (1 gram, frequency and route not reported) and inj. Fortum (1gram, frequency and route not reported) for peritonitis. On an unreported date, it was reported that the patient passed away. The cause of death was not reported. It was not reported whether the patient recovered from peritonitis prior to death. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. The pd therapy was ongoing during the peritonitis event but it was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.